Manufacturer narrative:
The company representative was able to replicate the reported issue. The nonconforming vitrectomy valve component was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. The root cause of the reported event is attributed to a nonconforming vitrectomy valve component. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during pars plana vitrectomy + epiretinal membrane peeling + internal limiting membrane peeling (+ macular epiretinal membrane peeling) + retinal laser photocoagulation the surgeon clearly noticed poor vitrectomy performance with no cutting power, immediately paused the surgery to check all device connections, found no abnormalities, and rebooted the system, still with no improvement. Suspecting an issue with the surgical pack consumable, they replaced it with a new pack. After consecutively replacing two new packs with no improvement, it was considered likely a device-related problem. After onsite evaluation, the surgeon continued the procedure using auxiliary methods. The scheduled procedure was completed with a delay on the same day. Patient impact has not been provided. Additional information has been requested but is not available at the time of this report.